Event description:
It was reported that the customer has ketones and has been vomiting. Customer declined to troubleshoot the issue or follow up with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.